Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer did not recall any significant events leading up to the error. Customer also reported that the insulin pump returned a battery out limit following a battery change. Blood glucose level was 156 mg/dl at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. The insulin pump passed the displacement test, operating currents and off no power test. The insulin pump display was missing segments due to corrosion on the lcd board.